Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had reused or refilled the cartridge. The customer¿s blood glucose level (bg) was displayed as ¿high¿. A correction injection was given to address the bg. The customer was educated to not reuse or refill cartridges. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.